Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient who was implanted with an im plantable neurostimulator (ins). After initially pairing the 97715 and updating patient info into the intellis app, an error message came on the screen stating that it was no longer communicating with the battery. No matter how close the communicator got to the ba ttery, it was still unable to connect. Communicator was moved several times in an attempt to get closer to the battery. Asked the scrub tech to place the battery on towels and move away from metal, yet still not connecting. The scrub tech then placed the communicator into a c arm cover and placed directly over the battery, still no connection. Made sure communicator was turned on and communicating. Placed new batteries in communicator to ensure. Exited from intellis app and restarted connection several times. Restarted tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). When asked they stated that the cause was not determined. When asked what actions were taken they stated that the faulty battery was never implanted into the patient. A new battery was opened and implanted into the patient. The issue had been resolved and the new battery implanted into the patient and the patent was doing excellent. The device had been returned due to the battery losing connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the ins (B)(6) revealed that the electrode of the ins battery was electrically open. C300/stim ins/battery/electrode weld/electrically open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.